Manufacturer narrative:
It was reported to abbott, a patient requested that their ipgs be repositioned for comfort. Surgical intervention where both ipgs were repositioned deeper in the same pocket. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related.

Manufacturer narrative:
E1 reporter phone number: (B)(6). Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-04061. It was reported the patient experienced discomfort at both ipg sites. Surgical intervention took place on (B)(6) 2023 wherein both ipg¿s were placed deeper in the pocket site to address the issue.